Manufacturer narrative:
E.1: initial reporter facility name: (B)(6) hospital h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was damaged. The following information was received by the initial reporter in a foreign language and translated to english: after the patient's breast tumor surgery, PICC was used for chemotherapy treatment, and when the patient was replaced with the positive pressure joint for the PICC dressing, it was found that the positive pressure joint was broken and could not be used. Replace the positive pressure fitting with a new one immediately.

Event description:
After the patient's breast tumor surgery, PICC was used for chemotherapy treatment, and when the patient was replaced with the positive pressure joint for the PICC dressing, it was found that the positive pressure joint was broken and could not be used. Replace the positive pressure fitting with a new one immediately.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿after the patient's breast tumor surgery, PICC was used for chemotherapy treatment, and when the patient was replaced with the positive pressure joint for the PICC dressing, it was found that the positive pressure joint was broken and could not be used ¿. The product in use at the time is reported to be a 2000e china from lot 23035188. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23035188 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.